Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 17mm in length, significantly bent (>45 and <90), de novo target lesion was located in the severely tortuous and mildly calcified, 2.5mm in diameter left anterior descending artery. The lesion was pre-dilated. A 32 x 2.50mm taxus liberte stent delivery system (sds) was selected and was advanced to the lesion; however, the physician found the proximal section of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 17 mm in length, significantly bent (>45 and <90), de novo target lesion was located in the severely tortuous and mildly calcified, 2.5 mm in diameter left anterior descending artery. The lesion was pre-dilated. A 32 x 2.50 mm taxus liberte stent delivery system (sds) was selected and was advanced to the lesion; however, the physician found the proximal section of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
A visual and microscopic examination of the returned complaint device revealed proximal stent damage. The struts on rows from the proximal edge were raised and misaligned. The out diameter measurements of the device were within specification. The balloon and tip sections of the device were examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states that "lesions that are highly tortuous are contraindicated". (B)(4).